Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.

Event description:
A clinical account specialist reported that during an ablation procedure, the guidestar sheath's polar wire broke while the sheath was being deflected. The affected sheath was removed and replaced, which resolved the issue. The procedure was able to continue without any additional complications. No patient injury was reported. No adverse patient effects were reported. The procedure was successfully completed after the sheath was replaced.